Manufacturer narrative:
Patient information is not available for reporting. This report is for an unknown screwdriver. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Facility address and reporter phone number not provided for reporting. (510k): unknown, as specific part and lot numbers for screwdriver is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in netherlands as follows: it was reported that during a surgery on (B)(6) 2018, after implanting the nail and backstroking it for compression, surgeon was not able to remove the nail from the insertion handle. Too much stress was on the connection, the surgeon even broke the screwdriver. The surgery was prolonged for about 30 minutes. The surgery was successfully completed with no patient harm. All the broken off fragments could not be removed from the patient. This report is for an unknown screwdriver. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: physical manufacturer, PMA/510k. Part 03.010.092, lot 8070965, manufacturing date/release to warehouse date: october 08, 2012. Manufacturing site: (B)(4). The device history record (DHR) shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: the screwdriver is broken as complained, the breakage occurred at the transition from the shaft to the spherical head. The broken off head was also returned for evaluation and presents signs of twisting before breaking. The shaft is visibly bent in the longitudinal axis. The fracture surface is typical for a forced fracture, no evidence for fragments found. This instrument is made of stainless steel. The hardness parameters were checked at the time of manufacturing and met specifications. The complaint condition is confirmed as the spherical head is broken off. This lot was manufactured in october 2012 according to the specification. The investigation found no manufacturing related issues that would have contributed to this complaint condition. The damage occurred is determined to be post production /acceptance criteria. The deformation of the screwdriver shaft clearly indicate that high forces were applied during use. This is also mentioned in the complaint description. It is clear perceptible that the screwdriver shaft first become twisted before breaking and the fracture surface is typical for a forced fracture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.